Event description:
The facility representative reported an ipump with a condition of "something loose inside." It is unknown when and where this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering confirmed this event as a loose washer found in the pump. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "something loose inside" was confirmed and reproduced. The root cause was attributed to a loose washer in the pump. The washer was removed to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.